Event description:
The customer obtained a discordant falsely depressed total bilirubin_2 (tbil_2) result for three patients samples on an atellica ch 930 analyzer with serial number (B)(4). The customer did not report the results to the physician(s) and used the same samples and analyzer to perform repeat testing. The repeat results were higher, and the customer noted the results were closer to the patient's clinical history. The customer considered the results to be correct and reported the results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tbil_2 results.

Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and stated that the initial tbil_2 result is 0.2 mg/dl, and then the repeat test result is in the normal range. The customer informed that quality control (qc) values were acceptable and noted no issues or concerns with qc. The customer has a monthly check for bacterial contamination on the instrument's water and was last checked on (B)(6), and no colonies seen on the paddle. The customer installed a new reagent (rp2) probe. Siemens is investigating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00181 on 15-jun-2022. Additional information (26-jul-2022): the customer informed siemens that they were having problems with their millipore water system and that millipore performed troubleshooting and replaced their water system. Siemens dispatched a customer service engineer (cse) to the customer site. Siemens noted bacterial contamination of the water system and a subsequent accumulation of biofilm on the reagent 2 (r2) probe, and the customer proactively replaced the r2 probe. The cse decontaminated the atellica ch 930 analyzer with microclean, replaced the reagent (r1 and r2) probes, and also decontaminated the tubing from the millipore water system to the atellica system. Siemens concluded that it is not a reagent lot or method issue. The cause of falsely depressed total bilirubin_2 (tbil_2) results in patients' samples is due to the bacterial contamination in the system water, which resulted in an accumulation of biofilm on the r2 probe. The customer has not reported a recurrence of discordant results post-service and maintenance interventions. The atellica ch 930 is operating as specified and requires no further evaluation.